Event description:
The customer received questionable total prostate-specific antigen (tpsa) and carcinoembryonic antigen (cea) results on their e411 analyzer. The customer provided data for six patients, of which three had discrepant results reported outside the laboratory. The same e411 analyzer was used for all tests. The original samples were run in an mpa aliquot tube and the repeats were from the same samples poured in to sample cups. The first patient's initial tpsa result was <0.1 ng/ml. The repeat result was 4.56 ng/ml. The second patient's initial tpsa result was <0.1 ng/ml. The repeat result was 3.8 ng/ml. The third patient's initial cea result was <0.200 ng/ml accompanied by a data flag. The repeat result was 1.5 ng/ml. The customer considered the repeat results to be correct and they were issued as corrected reports. No patients were adversely affected by the erroneous results initially reported. The tpsa reagent lot number was 16405201 and the expiration date was 05/31/2012. The cea reagent lot number was 16397001 and the expiration date was 07/31/2012. The field service representative (fsr) could not determine the cause of the event. It was a possible insert issue. The customer thought some of the bad samples did not have inserts in the rack. The fsr checked the instrument and ran performance testing. He performed a precision study on the tpsa with passing results.

Manufacturer narrative:
A specific root cause could be determined with the information provided. Calibration and quality control results were acceptable. There was no indication of a system or reagent issue. Analyzer performance testing did not indicate a hardware issue. The falsely low results were not reproducible. Based upon the information provided for investigation,the customer was not using the recommended rack adapters for use of 13 mm tubes. This may lead to sample tube alignment issues. The patients were not adversely affected by the erroneous results.